Event description:
It was reported that a patient presented with high pacing impedance, over-sensing of noise resulting in mode switch, and low p wave sensing noted on the patient¿s right atrial lead. X-ray imaging confirmed fracture of the lead a clavicle crush damage. The lead was programmed off and additional intervention was discussed. No adverse patient consequences were reported.